Manufacturer narrative:
The company service representative examined the system and was not able to confirm or replicate the reported events. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that after a cataract surgery, the system shut down on its own. A system message related to fluidics was displayed. There was no patient involvement since the procedure was already completed. They rebooted the system and was able to use it to complete the rest of the procedures scheduled for the day without any issue.